Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded the normal range as the continuous glucose monitor read "high," but no specific value was provided. To address the high blood glucose, the customer administered a correction injection using multiple daily injections. Reportedly, the customer continued to use the pump for insulin therapy.